Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance alert after a gradual increase in impedance measurements. Technical services (ts) was consulted and reviewed possible reprogramming options. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.